Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was displaying an error code. The service diskette will be used to resolve the error. The programmer remains in service. No patient involvement or complications were reported as a result of this event.